Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "dr. Did a left hip revision. Reason for revision was femoral periprosthetic hip fracture. No more information is available per doctor. Implants are not available due to hospital policy." Spoke to rep, who provided the primary usage sheet. An accolade ii stem and biolox head were revised. There are no allegations against the revised femoral head. No further information will be released by the hospital or surgeon.